Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 594 mg/dl, 165 mg/dl, and 203 mg/dl . No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.